Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed and it was determined that the pump did not experience battery charging issue or occlusion alarms. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.